Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 428mg/dl. It was stated that the customer was experiencing unexplained high glucose for several days. Troubleshooting was performed. The caller stated that the customer has not been bolusing or treating for meals, along with other non diabetes related issues. It was stated that the customer was treated and will continue to be treated with manual injections while the customer is under medical care. No further info was provided.